Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that a pre-implant balloon dilation was not performed. There were no misloads, nor evidence of a misload or identified issue, with either dcs. There was no evidence of a paddle out of pocket, no bent strut, no bend in capsule, no overlap of frame nodes on fluoroscopy or during the loading. There was a procedural delay of 30-45 minutes as result of the attempts to deploy the first two medtronic valves, and approximately an additional 5 minutes of delay to crimp and load the non-medtronic transcatheter valve. As confirmed, there were no patient adverse effects or symptoms as result of the not being able to tolerate the pacing. The patient recovered well following the implant of the non-medtronic transcatheter valve.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received discolored showing evidence of blood contact. The valve was received in a crimped state with the inflow and outflow aspects appearing elliptical. As received, leaflet 1 and leaflet 3 appeared open while leaflet 2 appeared partially closed. All leaflets were flexible with evidence of creases. Remnants of coagulated blood were observed on the commissures. All commissures appeared intact. All sutures appeared intact. The valve was submerged in warm saline; the frame expanded with received crimped state resolving. There was no evidence of damages such as bends or kinks to the frame. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a warm (approximately 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. A complete deployment of the valve was performed. No anomalies were noted during the deployment simulation. Upon opening the jar, remnants of gasket material were adhered to the rim of the jar. The gasket, seated inside the lid, was found to be damaged with pits in the rubber, consistent with pieces of gasket stuck to the rim of the jar. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H10 continued: 2025587-2024-07431. Section d references the main component of the system. Other medical products in use during the event include: product ID l-evolutfx-34 (lot: 0012272641); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evolutfx-34 (j390662); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-34 (0012251805); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-34 (0012251805); product type: 0195-heart valves; implant date n/a; explant date n/a product ID cook lunderquist (lot: unknown); product type: guidewire; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut fx 34, using right femoral artery (rfa) access, the delivery catheter system (dcs) was inserted over a non-medtronic (lunderquist) guidewire using the in-line sheath. During the first two deployment attempts with pacing at 120 beats per minute (bpm), the valve dislodged upwards to the ascending aorta. Depth was targeted at 3 mm, but when the valve expanded with annular contact, the valve slightly dislodged upwards to 0 mm depth on both sides. Furthermore, in the lao view the dcs was observed towards the outer curvature. The valve was fully recaptured and repositioned. At a slightly deeper implant depth of 5 mm at 80% deployment, the valve appeared severely under-expanded and an infold was noted on both the rao/lao view. The valve was recaptured and withdrawn from the patient. A different valve and dcs were inserted over the non-medtronic wire and pacing was increased to 160 bpm. During the first two deployment attempts, the valve continued to dislodge u pwards to the ascending aorta. The valve was fully recaptured and repositioned deeper. During the third deployment attempt, an infold was observed extending up to the paddle housing. The valve was kept in-situ to expand for 2-3 minutes and slight expansion was obs erved. The valve was fully recaptured and redeployed to 80% in the ascending aorta to fully expand the valve which resolved the infold, then the valve was fully recaptured again.  The valve was deployed too deep at 80%, fully recaptured and repositioned. An additi onal deployment attempt was made at 180 bpm but the valve continued to dislodge upwards to the ascending aorta. The patient was noted to not tolerate long periods of extended pacing, raising concern for cerebral perfusion, and high contrast usage was observed. Sub sequently, the valve and dcs were withdrawn from the patient and a non-medtronic (edwards sapien) 29 mm transcatheter valve was implanted successfully with no concerns for the patient.